Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol ventralex st(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013:the patient underwent surgery for implant of an unspecified bard/davol ventralex st(device #1).. On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the ventralex st(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 9 months post implant of `ventralex st mesh, patient was diagnosed with hernia recurrence, obstruction, adhesions and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, adhesions and pain as possible complications. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, UDI no.), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013:the patient underwent surgery for implant of an unspecified bard/davol ventralex st(device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the ventralex st(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with two ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralex st mesh (device #1) and synthetic mesh. Per operative notes, "the adhesions were taken down, revealing a hernia defect in left lower quadrant from previous hysterectomy scar. A synthetic mesh was placed circumferentially. An umbilical hernia defect was noted and a ventralex st mesh (device #1) was placed intraperitoneal and secured with sutures." (B)(6) 2016 - patient was diagnosed with small bowel obstruction and multiple incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #2). Per operative notes, "significant adhesions to the anterior abdominal wall and omental adhesions were taken down. A small piece of mesh (ventralex st) adhered to the abdominal wall lateral to the hernia and small bowel densely adhered to it. The small piece of mesh (ventralex st) was taken down. The small bowel was freed up. Extensive lysis of adhesions were performed. Three defects were noted. A large piece of ventralight st mesh using echo ps (device #2) was placed and tacked." (Note, the provided op notes indicates a small piece of mesh was taken down, the removed mesh during this procedure was considered to be ventralex st). (B)(6) 2017 - patient visited hospital for abdominal pain. Attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.